Event description:
It was reported that a pt with a cecal volvulus underwent a cecal resection and ileostomy, followed by a illeostomy closure at a second operation. The original procedure involved resection of an unpreped colon. The second procedure, the fascie was closed with panacryl. Pt developed a covert wound infection with later extrusion of the sutures. Pt was returned to the or to have the sutures removed. The fascia was closed with interrupted sutures and the infection seemed to be at the knots.